Manufacturer narrative:
Device evaluation in progress.

Manufacturer narrative:
During failure analysis, the reported event of the system heating up was not duplicated and no related failures were confirmed during service evaluation of the handpiece. Lack of irrigation to the tip may cause or contribute to heat at the tip. Lack of irrigation can be the result of set up error. Heat at the tip may also occur due to side load being placed on the tip cover causing tip to tip cover contact to occur. The device was serviced for preventative maintenance, and returned to the user facility.

Event description:
It was reported that the straight universal handpiece was overheating during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. It was reported that system was supplying sufficient irrigation to the handpiece. A backup device was used, and the procedure was completed successfully.

Event description:
It was reported that the straight universal handpiece was overheating during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. It was reported that system was supplying sufficient irrigation to the handpiece. A backup device was used, and the procedure was completed successfully.